Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: deformation, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. No openings observed in the device based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d6b d9 h3 h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.